Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer also reported that sensor had issues like change sensor and calibration not accepted. Customer also states that they are having low and high blood glucose. Customer declined troubleshoot for blood glucose. Product will not return for analysis.